Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned for analysis. The proximal conductor was distorted and dried blood noted in the distal end of the lead (helix mechanism).

Event description:
It was reported that during implant, it was difficult to remove and reinsert the stylet into the lead. Also reported it was then impossible to screw the lead into the cardiac muscle. The physician opted to use another lead. No patient complications have been reported as a result of this event.